Event description:
It was reported that the irrigation lumen of the dignishield came out of the tube. Second complaint for the same reason, but with different batches. First complaint registered.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the irrigation lumen of the dignishield came out of the tube. Second complaint for the same reason, but with different batches - first complaint registered through (B)(4). Per follow up information received on 21nov2025, stated that the irrigation lumen was not broken, it came off after 7 days of use. In this attached photo, the location where the irrigation lumen was attached has a transparent adhesive. Additional information received on 02 dec 2025 due to the patient's overall condition, we decided it was appropriate not to replace the entire device after the irrigation lumen came off, and we were flushing the extension through the purple line (flush). However, last weekend, this lumen also detached from the catheter. In total, the closed stool management system remained in the patient for 24 days.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the irrigation lumen of the dignishield came out of the tube. Second complaint for the same reason, but with different batches - first complaint registered through (B)(4). Per follow up information received on 21nov2025, stated that the irrigation lumen was not broken, it came off after 7 days of use. In this attached photo, the location where the irrigation lumen was attached has a transparent adhesive. Additional information received on 02 dec 2025. Due to the patient's overall condition, we decided it was appropriate not to replace the entire device after the irrigation lumen came off, and we were flushing the extension through the purple line (flush). However, last weekend, this lumen also detached from the catheter. In total, the closed stool management system remained in the patient for 24 days.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two photo sample noted one opened (without original packaging), used dignishield. Visual inspection of the two-photo sample noted the irrigation lumen valve and port was disconnected from the catheter. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.